Event description:
Bard power loc max 20g 0.75in needle cracked and broke at luer lock at distal end of port needle during chemotherapy infusion. Blood backing up into tubing and leaking out. Chemotherapy immediately stopped to remove broken device and re-access. Caused delay and disruption of chemotherapy infusion. This is the 12th needle that we have had break of the same product line. Each have been reported separately.